Manufacturer narrative:
Evaluation of the returned pod pc revealed pusher assembly kinks and fractures, the pull wire was retracted out of the pusher assembly ddt, and the embolization coil was detached from the pusher assembly and had offset coil winds. If the device is forcefully mishandled against resistance, damage such as kinks and fractures to the pusher assembly may occur. The detached embolization coil was likely a result of the fractures. Some of the returned damages may be incidental to the reported complaint. Due to the returned damages on the device, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported resistance.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, a total of five pod pcs were placed into the internal iliac aretery (iia) and the interior mesenteric artery (ima) before moving the catheter and lantern into the target vessel. The physician encountered resistance while attempting to advance the next pod pc out of the distal tip of the lantern and reported that the coil was stuck there. Therefore, the lantern containing the pod pc was removed from the patient. It was reported that the lantern could not be advanced back into the target anatomy due to the access being too tight. However, the physician decided that the neighboring arteries had been sufficiently embolized and no coils were needed in the lumbar artery. Therefore, the procedure was successfully completed. There was no report of an adverse effect to the patient.